Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports comparing his meter to another meter. Analysis run on clark error grid using competitive readings (49) as ref. Point vs. Bd readings (104) yielded data points in the d range of the grid, outside of acceptable limits.